Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a french patient had developed a cutaneous irritation on his chest. The patient was given a prescription from his physician for a corticosteroid based cream. The patient removed and returned the lifevest after one month of use. The outcome of the irritation is not known.